Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).